Event description:
The pt underwent a laparoscopic hand-assisted left (live) donr nephrectomy in 03. At the end of the procedure the nurse reported an inaccurate needle count and an x-ray was taken. A needle was visualized and felt to be in the abdominal wall, as it was broken off by the surgeon when attempting to close the fascia. The pt alleges that she developed hives from the retained needle tip which resolved after the needle was removed approx 11 months later.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. K946271.